Manufacturer narrative:
Method: based on the customer's account of the event. Conclusion: device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.

Event description:
Customer reported that the device did not recognize pads application. The subject was not resuscitated. Date of incident is unk. (B) (4).